Event description:
It was reported that there was an issue with a nc trek neo balloon dilatation catheter (bdc) that got stick to the guide wire and met resistance during removal. The balloon was not prepared prior to use outside the anatomy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported compliant. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU), preparation for use section specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Date of event/procedure will be estimated as 01/01/2023 device code 2017 - incorrect prep. The UDI is unknown due to the part/lot number was not provided.